Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a defective printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
(B)(6). The device was returned and evaluated, and the customer¿s allegation of no signal output under the digital video interface channel was confirmed. Device evaluation found no image under the digital video interface channel which was due to a defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite video system center had no signal output under the digital video interface channel. The issue was found during inspection after procedure, and the intended diagnostic procedure (gastroscope) was completed with the same device and without delay. The patient was not under anesthesia. There were no reports of patient harm.